Event description:
A report was received that patient's leads are exhibiting high impedance readings. The physician will replace patient's leads.

Event description:
A report was received that patient's leads are exhibiting high impedance readings. The physician will replace patient's leads.

Event description:
A report was received that patient's leads are exhibiting high impedance readings. The physician will replace patient's leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2208-70 (B)(4) description: st linear lead 70cm.

Manufacturer narrative:
Additional information was received that the ipg and extensions were explanted on (B)(6) 2012. The physician decided to leave the leads implanted even though the impedance readings didn't resolve completely. The patient is doing well and receiving adequate coverage.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure, during which, the physician explanted and replaced the ipg and the lead extension. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: ipg kit (without pull-through tunneler); model # sc-3138-25, serial # (B)(4), description: lead extension, 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.